Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI upn: m365db12000 model: db-1200 serial:(B)(6) batch: 739516 product family: dbs-linear leads upn: n/I model: n/I serial: n/I batch: n/I.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, (B)(6) vercise dbs registry, developed peri electrode edema with confusional syndrome which was moderate in severity. The patient was admitted to the hospital and treated with medication. The patient was later discharged and recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12000. Model: db-1200. Serial: (B)(6). Batch: 739516. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5177921.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient, a4010 vercise dbs registry, developed peri electrode edema with confusional syndrome which was moderate in severity. The patient was admitted to the hospital and treated with medication. The patient was later discharged and recovered. Additional information was received that discrete edema was observed around both electrodes, more so on the right side. A cranial magnetic resonance imaging (MRI) confirmed the existence of this edema, with no other associated abnormalities. The patient was admitted with low-grade fever and started on empirical antibiotic treatment. A second cranial MRI showed minimal edema around the electrodes in the most proximal region, very limited effect, with no collections, hemorrhages, or signs of infection so the attending neurologist discharged the patient.